Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1, ¿introduction,¿ lists right heart failure, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an echocardiogram (echo) on (B)(6) 2022 that revealed a moderately dilated right ventricular cavity size and moderately depressed right ventricular systolic function. Compared to a prior study, the right ventricular cavity size was somewhat smaller. Atrial fibrillation was also noted, as well as mitral regurgitation. It was reported that the patient¿s atrial fibrillation existed prior to his vad implant. The patient did not experience any symptoms of the arrhythmia per his report. There was no intervention performed for the patient¿s right heart failure (rhf) at the time of the echo.